Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for device upgrade. Prior to the procedure the left ventricular lead was found pace appropriately, with satisfactory electrical parameters. During the procedure the physician proceeded to unfurl the lead in preparation for the new device. It was tested on the pacing system analyzer and was unable to pace in the programmed vector, the impedance exceeded 4000 ohms. There were no lead integrity anomalies found. It was suspected that additional stress from the curvature increased impedance. Programming adjustments were made. The patient was stable.